Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation was unable to reproduce the reported condition of failing flow accuracy testing due to a constant system error preventing flow rate testing in the device's as received state. The device was required to meet all calibration and release specifications during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow accuracy test. There was no patient involvement. No additional information is available.